Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 255 mg/dl. The infusion set was changed two days prior to the hospitalization and boluses were not bringing down the blood glucose levels. Troubleshooting was done and the insulin pump passed the prime and high pressure tests. The insulin programming was correct as well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.